Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient experienced pain and recurrent infections at the implant site. Treatment with topical antibiotics was unsuccessful (date and duration not reported), resulting in the decision to discontinue use of the device. The implanted device remains.